Event description:
It was reported that (1) al326 and (1) fbc04 kit was used during an laparoscopic cholecystectomy procedure. It was reported by the rep that during the case the al326 misfired. Open another clip applier to finish the case. There was no consequence to pt.